Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no catheter information was provided. Follow-up was performed and no additional information was provided. Therefore, processed with the ablation catheter information of the qdot. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a ngen rf generator, japan configuration and the flow rate was not adjusted, even though it exceeded the target temperature. During the procedure, there were black boxes, and the titration was not activated depending on the contact and generator settings. No other generator was used, and the procedure was completed without patient consequence. After the procedure, the customer did an ablation testing experiment using meat. It was discovered that the flow rate was not adjusted even though it exceeded the target temperature. The correct catheter settings were selected on the ngen rf generator, japan configuration, which was set to automatic mode. There was no issue with the setting selection. Power value displayed high. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error message displayed on the ngen rf generator, japan configuration or pump. When ablating with 35w or lower power, when there was a low contact force (cf), titration did not occur, even when the target temperature was exceeded. When the target temperature was exceeded, there were some instances where the flow rate was not adjusted. Therefore, when the ablation is kept within the target temperature, the amount of irrigation did not switch to 15ml, and the output gradually decreases. When ablating with 36w or higher power, no temperature feedback was detected for 2.8 seconds after the start of ablation, and there was a time when no wattage feedback was displayed. If ablation is started at a temperature below the max low flow temperature, if the catheter tip is too cold, a pop will occur because irrigation is 4ml and the output is constant.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a ngen rf generator, japan configuration. During the procedure, there were black boxes, and the titration was not activated depending on the contact and generator settings. The investigation was completed on 02-may-2024. Service was not required. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).